Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 - monitor unusable) has been confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective defib board. The root cause for the defective defib board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files conducted as a CAPA in response to 2015 FDA inspection, a reportable malfunction was discovered. A us distributor returned monitor sn (B)(4) and reported that a patient was receiving service code 204 (monitor unusable).